Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently changed multiple pump settings. Customer's blood glucose 309 mg/dl. Tandem technical support assisted in correcting settings and advised customer to consult their healthcare provider regarding settings adjustment.